Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (369-400 mg/dl) and a bolus of insulin was delivered to address the bg level. The customer stated that the high bg was due to an illness. A pump system check was performed and no device issues were found. The customer has been in contact with a healthcare provider regarding the high bg levels.